Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient experienced a cannula issue with an infusion set. The cannula was kinked. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 or more hours of insertion. The insertion of site was the abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Patient changed soft cannula infusion set only and resumed insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.